Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 576 mg/dl. The suspected cause was that the insulin pump did not respond overnight; the pump didn't deliver any insulin and no alarms were triggered. The customer delivered a bolus via the pump to address bg prior to being hospitalized. The customer was connected to an alternate pump at the hospital to address bg. At the time of this report the customer has not been released from the hospital and declined follow up to obtain release date. The pump was replaced, and the customer reverted to mdi for insulin therapy.